Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter has a power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose reading 5 times per day and manages her diabetes with self adjusting insulin. On (B)(6) 2014 at 10 pm, the subject meter did not power on. Eight hours later, the patient reportedly develop symptom of ¿sweating, shaking, and dizziness.¿ at the time of concern, the patient reportedly managed her diabetes with more food/drink. There was no report of any required hcp medical intervention. During troubleshooting, the power issue was not resolved. The subject meter did not power on with the power button and insertion of the test strip. There was no product misuse. The lfs product was replaced and requested back for investigation. This complaint is being reported because, the patient developed symptoms suggestive of hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.